Manufacturer narrative:
(B)(4). Lot number was originally reported as 0124; however, this was the ce mark number. The lot number is unknown. The sample was returned for evaluation. The visual inspection of the returned product showed signs of usage. Missing parts, discoloration, or design irregularities could not be found. Closer examination of the shaft revealed tears and signs of aging. An inflation and deflation test was performed with the returned device. During inflation the balloon could only be inflated asymmetrically. No manufacturing related issue could be identified. Most likely the defect was caused by wear and damage due to use and frequently reprocessing of the device. The instruction for reprocessing limitation stated in the IFU states "frequent (thermal) reprocessing affects the service life of this product (maximum 10 reprocessing cycles, based on 134 ¿/ 5 minute steam sterilization cycles). The end of the service life may also be limited by wear and damage due to use. Never perform hot-air sterilization. Extended sterilization period reduces the service life of the products."

Event description:
The customer alleges that the device would not inflate due to the cuff sticking/adhering to the endotracheal shaft. The alleged issue was detected prior to use. The alleged issue was detected at a veterinary hospital.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device would not inflate due to the cuff sticking/adhering to the endotracheal shaft. The alleged issue was detected prior to use. The alleged issue was detected at a veterinary hospital.